Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was not operating. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's machine flow sensor was replaced to address the issue. There was evidence of dust and dirt contamination. In addition, the machine flow sensor, muffler assembly, tubing replaced due to contamination and the software was reloaded, which was not related to the malfunction/issue.

Event description:
The manufacturer received information alleging a ventilator was not operating. The device was not in patient use. The device has been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.